Manufacturer narrative:
(B)(4). S/w version unknown. Retainer ring =black. Customer returned pump for alleged no communication to sensor on (B)(6) 2022. Unable to perform displacement test and self-test due to unresponsive keypad. Unit was not able to pass the keypad voltage test due to low voltage on right keypad. P-cap was attached and locked into place correctly. The keypad was not responsive during testing due corroded keypad trace. Unit was successfully downloaded using thump for history files and traces. Stuck key alarm was present on (B)(6) 2022 05:37 pm in history files and traces. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcb 1 and force sensor. The following were noted during visual inspection: scratched case, battery tube threads cracked, pillowing keypad overlay, cracked belt clip rails, cracked case (battery tube), corroded battery tube, corroded keypad trace. Keypad unresponsiveness/button error alarm is confirmed due to corroded keypad trace. Additional cosmetic damages are noted on unit. No communication to sensor is unknown to keypad unresponsiveness. The insulin pump involved in this event is the 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that there was loss of communication between insulin pump and transmitter. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump will be returned for analysis.